Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 165, 172 and 155 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 106 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 08/12/2016, a back to back blood test was performed by the customer fasting and produced test results of 158 mg/dl using truemetrix meter and 171 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. Customer stated she has not had any changes in her diet. The meter memory was reviewed for previous test result history (time set incorrectly): (B)(6). Memory concerns:the customer is concerned with the 5 results in the meter's memory. The customer tests fasting in the mornings. Customer has not had any changes in the diet. Customer stated the a1c has been 6.0 consistently.